Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in-clinic after receiving six inappropriate shocks for a supraventricular tachycardia episode. Programming changes were made to prevent future shocks and the patient was stable before and after the programming changes.